Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak inside the coulter hmx autoloader analyzer instrument. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 and found a hole in the tubing through vl49. The fse replaced the tubing and verified the repairs per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).